Event description:
Ous MDR - it was reported that a few days after the implantation the patient received several shocks due to oversensing. The patient underwent the surgery to clean and tighten the screws. After this intervention he was shocked again. No further adverse patient side effects were reported apart from the inappropriate shocks.

Manufacturer narrative:
The analysis of the lead under complaint demonstrated a damaged insulation at approximately 26 cm distal to the is-1 connector pin. In that section, the lead body was found slightly deformed. These findings can be considered as the root cause for the observed noise issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.